Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Healthcare professional reported that air was not supplied during fluid/air exchange. Eye became wrinkled due top the event. Cassette was changed. Add'l info has been requested.